Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40-50 mg/dl range. Customer consumed carbohydrates to address bg. Reportedly, the customer alleged that the pump was not delivering insulin properly. Tandem technical support (cts) performed a pump data log review to determine a possible cause, however, cts found that the control iq pump software was turned off and that pump performed as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.